Manufacturer narrative:
For the reported event, lot number was provided, and lot history review being performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u41502h30 pta balloon dilatation catheter allegedly experienced balloon rupture. The information was received from one source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6) pounds.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review being performed. The sample was not returned for evaluation. The investigation is inconclusive for the reported balloon rupture. A root cause has not been determined. The device is labeled for single use h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model u41502h30 pta balloon dilatation catheter allegedly experienced balloon rupture. The information was received from one source. One patient was involved with no reported patient injury. The male patient is 77 years old and weighs 202 pounds.